Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation with rapid ventricular response. This resulted in the minute ventilation (mv) feature being automatically disabled. Both sam events displayed what appears to be a signal consistent with every 50ms (20hz). The right ventricular (rv) pace impedance on both sam events were out of range at less than 200 ohms and the right atrial (ra) impedance measured greater than 2500 ohms on the second sam event. Review of the daily measurements displayed stable impedance for daily measurements. Technical services provided the healthcare professional with programming options. Additionally, it was believed that the two sam events were related to the patient undergoing an atrial fibrillation ablation procedure. The patient will continue their routine in clinic follow-up. This rv lead remains in service. No adverse patient effects were reported.